Event description:
After toileting a patient, patient was raised up to shoulder height when she slipped to the floor, nurses were unsure how she fell. Patient suffered a small abraison to left hand side of head.